Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a c-flex aspheric 970 c intraocular lens (iol). The event description provided states "zonular dehiscence of 6-7 clock hours after lens insertion that resulted in bag instability". For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00001.